Event description:
It was reported that the patient presented with chest pain, and the thresholds had increased. Perforation was suspected and a CT scan revealed a posterior effusion. The atrial lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 694758 lead implanted: (B)(6) 2014. (B)(4).